Event description:
After a successful insertion, the nurse was withdrawing the needle and found the stylet separated from the needle. The needle was removed by the nurse. No harm was done to the pt.

Manufacturer narrative:
We received one used unit on 11/02/2007 and has been decontaminated. Upon completion of the investigation, a supplemental report will be submitted.